Event description:
The customer stated that the architect analyzer generated discrepant patient creatinine results. The results provided were: initial =292umol/l / repeat = 92 umol/l. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Concomitant - removal of ict module list # 09d28-03 as incorrect and added creatinine, list # 03l81-22 as correct. The investigation of the customer issue included a review of complaint text, a search for similar complaints, and a review of labeling. This complaint is associated with a discrepant creatinine results generated on the architect, serial number (B)(4). Although this ticket was due to the discrepant creatinine result, the customer was also troubleshooting ict, calcium and igm results. The customer replaced multiple parts in the process of troubleshooting the precision issue but was not able to resolve the issue. The abbott field service representative (fsr) observed a small leak on the inner probe wash bellows. The bellows was replaced and all lines were flushed. Qc was repeated and recovered within range. A review of service ticket history revealed no systemic issues were found associated with the issue described in this complaint. A review of labeling shows adequate information, troubleshooting, and maintenance concerning erratic/ discrepant results is provided. Based on the available information, a deficiency of the system was not identified. There is evidence to reasonably suggest a malfunction occurred as the abbott field service representative replaced the bellows pump to resolve the issue.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is completed.